Manufacturer narrative:
It was reported by customer that device broke in half during a CT. No product or photo was returned by the customer. The customer complaint of component damage - no leak could not be verified due to the product not being returned for failure investigation. Due to no sample being received, an investigation could not be performed and a root cause could not be determined. A device history record review for model mz5313 lot number 24019045 was performed. The search showed that a total of (B)(4) units in 1 lot number was built on 04jan2024. There were no quality notifications issued for the failure mode reported by the customer during the production build of this set. This incident has been added to our database of reported incidents. Our business team regularly reviews the collected data for identification of emerging trends.

Event description:
No additional information was provided.

Manufacturer narrative:
A2. Patient¿s birthday was not provided, 01-jan-xxxx was used based on age of patient e4. The initial reporter also notified the FDA on 18 apr, 2024. Medwatch report # mw5154085 h.3. If a device evaluation and/or device history review is completed, a supplemental report will be filed

Event description:
It was reported that bd maxzero multi-fuse extension set with needleless connector was damaged the following information was received by the initial reporter with the following verbatim: device broke in half during a CT (computed tomography) contrast infusion and had to be replaced.